Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with green fragments. Visual inspection confirmed the complainant¿s experience of a fractured cannula tip, and the fragments were identified to be part of the cannula tip. Based on the condition of the returned unit, it is likely that the cannula tip fractured due to instrumentation coming in contact with the cannula tip during the procedure. It is also possible that the cannula was more susceptible to breakage. However, the exact root cause of the cannula tip fracture is unknown. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: diagnostic laparoscopy. Event description: at the end of the procedure when the surgeon was getting ready to remove all of the ports, they saw that there were plastic fragments within the peritoneal cavity. They were able to remove all pieces from the cavity, they saw that there was a divot in the end of the trocar. They saw that the trocar had a 1.5 cm to .5 cm break in plastic at the end of the trocar. A total of 5 fragments were removed. The case was completed after the trocar and the fragments were removed since they were about to close when the fragments were noticed. There was no patient injury but an hour was added to the procedure time to ensure all pieces were removed from the cavity. The break was not a clean break. The break occurred at the tip of trocar on the shorter end. This was not a robotic procedure. Surgeon was unable to describe how the break occurred because it was only noticed at the end of the procedure. Product is available for return, the surgeon did match and glue all the fragments together at the end of the trocar to make sure they retrieved all pieces from the patient. Type of intervention: the case was completed after the fragments were removed. Patient status: no patient injury, they are fine.

Manufacturer narrative:
The event device is anticipated to be returned to applied medical for evaluation. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: diagnostic laparoscopy. Procedure performed: at the end of the procedure when the surgeon was getting ready to remove all of the ports, they saw that there were plastic fragments within the peritoneal cavity. They were able to remove all pieces from the cavity, they saw that there was a divot in the end of the trocar. They saw that the trocar had a 1.5 cm to .5 cm break in plastic at the end of the trocar. A total of 5 fragments were removed. The case was completed after the trocar and the fragments were removed since they were about to close when the fragments were noticed. There was no patient injury but an hour was added to the procedure time to ensure all pieces were removed from the cavity. The break was not a clean break. The break occurred at the tip of trocar on the shorter end. This was not a robotic procedure. Surgeon was unable to describe how the break occurred because it was only noticed at the end of the procedure. Product is available for return, the surgeon did match and glue all the fragments together at the end of the trocar to make sure they retrieved all pieces from the patient. Type of intervention: the case was completed after the fragments were removed. Patient status: no patient injury, they are fine.